Manufacturer narrative:
(B)(4) evaluation statement: the reported event of channel/communication errors could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that there have been channel/communication errors that occurred during patient use. The cicu reported that they have had several pump modules not recognized and when it is attached it does not receive a channel ID. There was no report of patient harm.